Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022. At 3 day post-op, fibrin contracting as patient developed severe inflammation post explant. Early cataract formation noted. The patient is being monitored. Claim # (B)(4).

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown, explant date: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2021. The patient experienced elevated intraocular pressure (iop), pigment dispersion, glare/haloes, blurred vision, ac inflammation cells and irregular pupil. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5- patient also experienced headaches; nausea; weakness; medication required. Should have been included in initial med watch report. H6- health impact: clinical code: 4581- nausea; weakness. Claim# (B)(4).